Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went in for a modular cable exchange with no reports of unexplained alarms or concerns. Log files were collected after the exchange. Prior to the exchange the bend relief on the patient side of the driveline was noted to have split and was able to slightly slide up a bit over the metal part just prior to the connection. The plan was to rescue tape it ensuring that it does not interfere with the connection and to instruct the patient to let them know if there are any sort of alarms or abnormal behavior. The event log file for the heartmate 3 patient contained alarms associated with the equipment exchange. The pump appeared to resume normal operation with no evidence of any type of driveline electrical conductor issue in the limited data following the exchange. The device was operating as intended. It was recommended that continued application of rescue tape on the patient side bend relief happen. Product performance engineering also reviewed the log files. They confirmed the log files showed (B)(6) in patient use from (B)(6) 2022. This system controller was exchanged on (B)(6) 2022 and was not connected again until (B)(6) 2025. Log files were sent for evaluation again on (B)(6) 2025 because the patient had a driveline power fault. The log files were reviewed and confirmed driveline power fault events on (B)(6) 2025. The modular cable and system controller were instructed to be exchanged. It was also instructed that a picture of the inside of the modular cable connection be taken to check for evidence of fluid ingress. This alarm had not interfered with pump operation. The pump stop in the periodic logs appeared to be from a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of cosmetic damage to the modular cable along the percutaneous strain relief was confirmed via submitted customer photos, and the reported driveline power fault alarm was confirmed via the submitted log files. No product was returned for further testing; however, photos submitted by the customer indicate minor damage to the modular cable strain relief proximal to the percutaneous lead. Damage allowed for the strain relief to cover some of the surface of the percutaneous connector. No additional damage was noted. It was stated observed damage to the modular cable was covered with tape as a precaution. Log files indicate the driveline was reconnected to the controller at 15:27:13 on (B)(6) 2025 and the system is fully operational at a speed above the lsl starting at 15:27:18. At 12:31:52 on (B)(6) 2025 a power_b_broken flag (f5) was observed, the fault persists until 12:31:54 and triggers a driveline power fault alarm. The power fault flag resolves by 12:32:14, but due to the nature of driveline power fault alarms, the alarm persists until the end of the log file at 14:40:58 on (B)(6) 2025. No additional alarms related to the modular cable were observed in the submitted log files. Multiple attempts were made to obtain additional information from the customer regarding the lot number of the modular cable that was connected to the system when the driveline power fault alarm occurred; however, no additional information was provided. No lot number was provided by the customer to perform a device history record review. Heartmate 3 instructions for use (IFU) section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for usesection 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbooksection 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.